Event description:
During staff in-service at the user facility, it was reported that the display did not match the drug name and concentration of the pre-filled vial that was placed in the pump. The pump was programmed to deliver a prefilled vial of morphine with a drug concentration of 1mg/ml. The entire sequence was programmed. The vial was removed from the pump and the pump was powered off. After an unspecified length of time, the pump was powered back on and a pre-filled vial of demerol with a drug concentration of 10mg/ml was inserted. When the "continue" key was pressed the display read morphine 1 mg/ml. The demerol vial was removed and replaced with a pre-filled vial or morphine with a drug concentration of 5mg/ml. The display read morphine 1mg/ml. A custom vial was inserted and the display read morphine 1mg/ml. Though requested, no add'l info was provided.

Manufacturer narrative:
H10: testing and investigation confirmed that the display did not match the drug and concentration of the vial that was placed in the device. The root cause was due to a leaking capacitor on the printed circuit board. H11: the display not matching the drug name and concentration of the pre-filled vial that was placed in the pump event that the device is being reported for was noted during an in-service; therefore, user facility event codes are not applicable in this case.